Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, pd therapy was discontinued due to the event (reported as the patient being ¿off pd¿). The cause and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome was not reported. The reporter declined to provide additional information.